Event description:
Patient was smoking while using a freestyle oxygen concentrator, it combusted, she placed the freestyle in the sink, it imploded. Patient died 2 days later from smoke inhalation.

Manufacturer narrative:
We are presently trying to arrange an examination of this incident and the device. A follow-up report will be submitted after the examination has been completed.